Event description:
It was reported that a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). Arv: 0/ erv: 4.5. It was indicated that the patient's pump was refilled in the operating room (or) during surgery a few months ago. It was stated that the patient did not have any withdrawal symptoms at any point and symptoms haven't really changed. It was noted that the patient still had some spasticity, but that was apparently normal for him. The status of the patient was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that needle used during the refill did not access the port. The needle was repositioned.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).